Event description:
At night the patient used the remote control to activate the arjo maxi sky 2 ceiling lift. The lift spreader bar was stuck on the safety side of the non-arjo bed. As a consequence of the event, the lift raised the bed leading to the patient falling from the bed. The patient sustained a bump on the forehead and pain in the right arm.

Manufacturer narrative:
According to the information gathered, the patient was alone in the room and operated the ceiling lift on their own. The reason for using the ceiling lift and the patient¿s intention remain unknown. The cause of the patient¿s fall from the bed was the improper use of the lift, which was not in accordance with the provided instructions for use dedicated to maxi sky 2 (IFU, 001-15698-en rev.13). The instructions clearly state that the lift must not be operated by the patient, but only by appropriately trained personnel. "Patient lifting and/or transferring must be done by a trained caregiver as per the instructions found in this manual." "Warning: this product is not intended to be operated by the patient." Additionally, as per IFU, before use of the lift, the operator must ensure that there are no obstacles in the path of the transfer. In summary, no arjo device failure was claimed therefore it met the specification during the event. The incident, which involved raising the bed and the patient¿s fall, was caused by improper use of the ceiling lift (operated by the patient instead of trained personnel and catching on an obstacle). The complaint was decided to be reportable due to the patient's fall allegation.

Event description:
At night the patient used the remote control to activate the arjo maxi sky 2 ceiling lift. The lift spreader bar was stuck on the safety side of the bed. As a consequence of the event the lift raised the non-arjo bed leading to the patient fall from the bed. The patient sustained a bump on the forehead and pain in the right arm.

Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon investigation completion.